Event description:
It was reported that during preparation for a percutaneous coronary intervention, a foreign material was noted on the guide wire. While loading the guide catheter, the physician noted a discoloration of the 182cm luge guide wire. The discoloration "appeared to be like rust". The device was not used and the procedure was completed with another device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a foreign material was noted on the guide wire. While loading the guide catheter, the physician noted a discoloration of the 182cm luge guide wire. The discoloration "appeared to be like rust". The device was not used and the procedure was completed with another device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and dimensional examination of the returned device concluded that the device is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user preference issue. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).